Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for evaluation. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown.

Event description:
It was reported that during a procedure to implant a device in the left sfa, via a right femoral approach, the stent was not expanding as the catheter was pulled back. The doctor decided to pull the entire system out and used a different device instead. No injury to the patient was reported.